Event description:
Reporter indicated that the patient initially suffered hoarseness after the vns implant surgery, but it went away. It was reported that suddenly the patient lost their ability to speak clearly. Patient went from a totally literate person to sounding like they have had a stroke. Their words are described as very garbled. It was reported that the patient has been seen by surgeons, the neurologist, a dentist and a speech therapist. A CT scan ruled out any problem with the lead wire. It was reported that the physicians do not believe that the patient's speech abnormality is related to the vns. Attempts to obtain additional information have been unsuccessful to date.